Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Is was reported that the customer's blood glucose levels were in the 50mg/dl range. The customer reported that their sensor glucose reading was 124. Troubleshooting occured. No additional information was provided.